Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the repo indicated that the cause of the issue was not determined,. They stated that nothing has been done to resolve this but the patient and surgeon are considering a full revision.

Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome, leg/back and spinal pain. It was reported that the patient had a battery replacement in (B)(6) 2021 and since that time the patient didn't feel stimulation in the same location. All impedances were good except 6 and 7. The patient was programmed using electrodes 12, 13, 14, and 15. The following impedance values were noted from the session report: reference 12, 13- 910 ohms 14- 1050 ohms 15- 1250 ohms the representative indicated that with the 12, 13, 14, and 15 electrodes the patient was not feeling stimulation on the right but they were feeling stimulation on the left side. When programing above electrode 12 on the lead, the patient was experiencing stimulation in the abdomen and when using the left side of the lead, stimulation was in the left abdomen. They also noted that the patient felt like they had to charge more frequently. With the previous ins, the patient charged every 4-5 days and with the current ins the patient was charging every other day. The issue was not resolved through troubleshooting.